Event description:
It was reported that the headend crank shaft assembly cams are twisting and it reduced the brake holding power on the foot end of the bed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: headend crank shaft assembly cams.